Event description:
It was reported that during the procedure in the circumflex artery with mild calcification, a non-abbott guide catheter was advanced into the patient anatomy. The whisper guide wire was backloaded onto the trek otw dilatation catheter. There was some resistance between the dilatation catheter and the guide wire, but the dilatation catheter and the guide were advanced together into the patient anatomy. At this point, the guide catheter came out of position and an attempt was made to remove the dilatation catheter but it became stuck on the guide wire. The guide wire and dilatation catheter were removed as a single unit and a new guide catheter was advanced into the patient anatomy. The whisper guide wire and the trek otw dilatation balloon were flushed, re-prepped and re-inserted into the patient anatomy, but the dilatation balloon became stuck on the guide wire and the guide wire would not advance. The dilatation catheter and guide wire were removed from the anatomy, and a non-abbott guide wire was advanced. The same trek otw dilatation catheter was then used on the non-abbott guide wire without difficulty. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The trek otw dilatation catheter is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted no blood visible and there was contrast on the polymer coating. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for analysis. There was a kink in the core, 20 cm proximal to the tip ball. The noted kink in the core was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. There was blood visible in the guide wire lumen, on the balloon, hub and contrast in the inflation lumen, loosely folded balloon and on the shaft. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast, or damage to the catheter. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The returned guide wire was back loaded through the balloon catheter straight and then with the balloon catheter looped and there was some resistance noted at the kink in the guide wire core. A new .014 inch guide wire was back loaded through the balloon catheter straight and then with the balloon catheter looped with no resistance noted. After the returned guide wire was back loaded through the balloon catheter, the balloon was inflated to the rated burst pressure and checked for guide wire collapse reversibility. The guide wire was frozen in the guide wire lumen while the balloon was pressurized and was able to be removed from the balloon catheter when the indeflator was in the neutral position with no resistance. The outer diameters of the guide wire were measured and met manufacturing criteria and there is no indication of a product quality deficiency as this is acceptable per the .014 inch hi-torque whisper guide wire product specification. A search of the lot history record indicated no non-conforming material records related to the incident and a search of the complaint handling database indicated no related incidents, there is no indication of a lot specific product quality deficiency. Based on this investigation, there is no indication of a product quality deficiency.